Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels ranging from 46 mg/dl to 69 mg/dl and loss of balance, resulting in customer falling. Reportedly, the cause was related to customer's pump settings. Customer required assistance from family members to treat bg level via consumption of carbohydrates. No additional information was provided.